Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had low and short battery lifetime. Customer reported that the insulin pump was vibrating. No harm requiring medical intervention was reported. Troubleshooting was performed. The customer will discontinue to use the device.

Manufacturer narrative:
The pump passed the self test, displacement test, active current measurement and sleep current measurement. The pump was monitored for several hours and no unexpected low battery life or low battery alarm noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The pump trace download analysis confirmed the pump alarmed pump error 25, unexpected battery power loss or replace battery alert/replace battery now alarm and power loss alarm. No low battery life or low battery alert and replace battery now alarm recorded in the formatted history file for the event date. However, replace battery alert was recorded and found in the formatted history file on: 03/07/2022 02:00:00.000, 03/07/2022 02:10:00.000, 03/13/2022 23:00:00.000, 03/13/2022 23:10:00.000, 03/15/2022 02:00:00.000, 03/15/2022 02:10:00.000, 03/15/2022 14:00:00.000. Insert battery alarm was recorded and found in the formatted history file on: 03/07/2022 02:11:12.000, 03/13/2022 23:16:05.000, 03/15/2022 02:15:58.000, 03/15/2022 14:01:01.000, 03/15/2022 18:03:44.000, 03/15/2022 18:13:00.000, 03/15/2022 20:51:42.000. Pump error 25 alarm was recorded and found in the formatted history file on: 03/15/2022 05:00:00.000, 03/15/2022 05:10:00.000, 03/15/2022 09:00:00.000. And power loss alarm was recorded and found in the formatted history file on: 03/15/2022 18:14:17.000, 03/15/2022 18:14:28.000, 03/15/2022 20:53:18.000 and 03/15/2022 20:53:29.000. The power management tool confirmed pump error 25, unexpected battery power loss or replace battery alert/replace battery now alarm and power loss alarm was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6/pcb1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a serial number label fading. Low battery life or low battery alert was not confirmed. However, pump error 25 alarm, unexpected battery power loss or replace battery alert/replace battery now alarm and power loss alarm were confirmed. Pump error 25 alarm, unexpected battery power loss or replace battery alert/replace battery now alarm and power loss alarm due to connector resistance issue on j6/pcb1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.